Event description:
Reportedly, when this pump was tested by the biomedical repair facility, it was overdelivering by varying degrees. It was not being used on a patient.

Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.